Event description:
It was reported in the patient's medical records that as a result of having the product implanted, the patient had experienced stress urinary incontinence.

Manufacturer narrative:
The sample was not returned. The finished product met all specification prior to being released for general distribution. (B)(4).

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced pelvic pain and sling removal on ((B)(6) 2014), pain in her left side, pelvic pain, painful intercourse, urinary track infection and frequent bowel movements.